Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012, a customer contacted roche diagnostics and reported an incident that occurred on that same day. Customer reported that he obtained a reading of 65 mg/dl on his one touch blood glucose monitor and readings of 206 mg/dl and 65 mg/dl on his aviva meter. All readings were obtained within 10 minutes. No treatment or adverse event as a result of these readings was reported. The one-touch blood glucose monitor mentioned in this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).